Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The next day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency, duration, and route not reported) for peritonitis. Sixteen days after hospitalization, the patient was discharged and died the same day. The cause of peritonitis was unknown. The cause of death was reported to be due to a hole in the bowel. The peritonitis event had not resolved prior to death. Dianeal therapies were ongoing until the time of death. There were no overfill events prior to death. It was unknown if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available as the reporter denied further contact.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.